Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section of the device fractured off and was not returned. The device was manufactured in 2006 and exhibits signs of extensive wear usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the impactor head broke/split during impacting. No harm to patient or staff. No pieces fell into the patient. No procedural delays. Smith & nephew back up was available.